Event description:
The caller stated that the flange broke off of the pt's tracheostomy tube. A non-routine replacement of the tube was required. The caller stated that she changes out the pt's tracheostomy tubes every couple of weeks due to mucus build up and infection control.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.